Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No frozen screens or time anomalies noted. Device had cracked case at display window corners and reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that he was changing the set and the screen froze at the reservoir set up menu. Customer stated the time clock did advance. Blood glucose value was 152 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.